Event description:
It was reported that during an implant attempt, the helix would not extend or retract after one deployment. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted, helix stretched out of specification, and conductor was distorted; full lead returned and analyzed.

Event description:
It was reported that during an implant attempt, the helix would not extend or retract after one deployment. It was further reported that the helix was finally able to extend with the use of saline and much manipulation. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.